Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected. This device remains in service. No adverse patient effects were reported. Additional information was received that the clinic notices that in the last six months the estimated longevity reduced by 14 months. The right ventricular (rv) lead output was noted to be high at 3 volts, but stable. Technical services (ts) was consulted and upon review noted the battery was depleting normally and power consumption is stable based upon device settings and that the patient is 100 percent ventricular paced. Ts did however, observed many inappropriately stored ventricular events due to myopotential noise oversensing. Ts discussed that the unipolar pace and sense configuration might also be a contributing factor in the decrease of estimated battery longevity. There is low rv impedance measurements around 350 to 400ohms. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected. This device remains in service. No adverse patient effects were reported. Additional information was received that the clinic notices that in the last six months the estimated longevity reduced by 14 months. The right ventricular (rv) lead output was noted to be high at 3 volts, but stable. Technical services (ts) was consulted and upon review noted the battery was depleting normally and power consumption is stable based upon device settings and that the patient is 100 percent ventricular paced. Ts did however, observed many inappropriately stored ventricular events due to myopotential noise oversensing. Ts discussed that the unipolar pace and sense configuration might also be a contributing factor in the decrease of estimated battery longevity. There is low rv impedance measurements around 350 to 400ohms. The pacemaker remains in service and no adverse effects were reported. Additional information was received that prior to the change out procedure, the interrogation of the pacemaker revealed it had entered safety mode with loss of capture (loc) leading to short pauses. It was noted the change out procedure had been delayed for some time. The device was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data <<confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected. This device remains in service. No adverse patient effects were reported. Additional information was received that the clinic notices that in the last six months the estimated longevity reduced by 14 months. The right ventricular (rv) lead output was noted to be high at 3 volts, but stable. Technical services (ts) was consulted and upon review noted the battery was depleting normally and power consumption is stable based upon device settings and that the patient is 100 percent ventricular paced. Ts did however, observed many inappropriately stored ventricular events due to myopotential noise oversensing. Ts discussed that the unipolar pace and sense configuration might also be a contributing factor in the decrease of estimated battery longevity. There is low rv impedance measurements around 350 to 400ohms. The pacemaker remains in service and no adverse effects were reported. Additional information was received that prior to the change out procedure, the interrogation of the pacemaker revealed it had entered safety mode with loss of capture (loc) leading to short pauses. It was noted the change out procedure had been delayed for some time. The device was explanted and successfully replaced. No additional adverse effects were reported.